Manufacturer narrative:
Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lots were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. A review of the device history record was completed for batch 8226941, reorder number 366668. Product was manufactured at the bd sumter site august 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. (Note: batch expired 12/31/2019) a review of the device history record was completed for batch 9122779, reorder number 366668. Product was manufactured at the bd sumter site may, 2019. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. A review of the device history record was completed for batch 8324856, reorder number 366668. Product was manufactured at the bd sumter site december 2018. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. (Note: batch expired 3/31/2020) a review of the device history record was completed for batch 9030715, reorder number 366668. Product was manufactured at the bd sumter site february, 2019. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. A review of the device history record was completed for batch 9255585, reorder number 366668. Product was manufactured at the bd sumter site september, 2019. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Retention sample testing revealed no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Visual evaluations demonstrated clinical equivalence and the hemolysis index showed no statistically significant difference between the evaluation and control tubes. They were unconfirmed statistically for hemolysis in terms of both accuracy and precision. Root cause could not be determined.

Event description:
It was reported that 5 bd vacutainer® serum blood collection tubes experienced hemolysis during use. The following information was provided by the initial reporter: material no. 366668 batch no. 8226941, 9122779, 8324856, 9030715, and 9255585. Per email: we have had hemolysis issues with item 366668; lot numbers 8226941, 9122779, 8324856, 9030715, and 9255585. It has occurred at a frequency of roughly 18 times with multiple sites from december of last year to january of this year. Received email response from customer: hello (B)(6), I have spoken with the pm's for these clients and they are saying that they will not be able to answer the questions as most of the incidents happened in january. I provided the attachment you provided for further issues. I asked the bd complaint email if there were any known issues with this batch and awaiting a response after the concluding their investigation. I apologize for any inconvenience to you.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8226941. Medical device expiration date: 2019-12-31. Device manufacture date: 2018-08-14. Medical device lot #: 9122779. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-05-02. Medical device lot #: 8324856. Medical device expiration date: 2020-03-31. Device manufacture date: 2018-11-20. Medical device lot #: 9030715 . Medical device expiration date: 2020-05-31. Device manufacture date: 2019-01-30. Medical device lot #: 9255585. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-09-12.

Event description:
It was reported that 5 bd vacutainer® serum blood collection tubes experienced hemolysis during use. The following information was provided by the initial reporter: material no. 366668, batch no. 8226941, 9122779, 8324856, 9030715, and 9255585. Per email: we have had hemolysis issues with item 366668; lot numbers 8226941, 9122779, 8324856, 9030715, and 9255585. It has occurred at a frequency of roughly 18 times with multiple sites from (B)(6) of last year to (B)(6) of this year. Received email response from customer: hello (B)(6), I have spoken with the pm's for these clients and they are saying that they will not be able to answer the questions as most of the incidents happened in (B)(6). I provided the attachment you provided for further issues. I asked the bd complaint email if there were any known issues with this batch and awaiting a response after the concluding their investigation. I apologize for any inconvenience to you.